Manufacturer narrative:
The device was received for evaluation. A pressure test was performed and a leak between the port dialysate and support plate was observed. The connection between the dialysate port and the support plate was cracked. The reported condition was verified. The most probable cause of the crack was related to shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during the priming of a prismaflex st100, an external dialysate leak was observed due to a crack in the inlet portion of the filter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The event occurred on an unreported date in 2021. Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.